Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 64812100, lot # unk, description: mrh tib rot comp xs-xl; cat # 64812120, lot # lajnp1, description: mrh axle; cat # 64768250, lot 3 laoxb, description: unknown kmax stem extnder (s, m, l, xl) 40mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported that, "the arthroplasty was revised due to chronic periprosthetic infections and soft tissue necrosis. The components were implanted in situ for approximately (B)(6). The tibial and femoral components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 7."